Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of battery depletion was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet indicated charging with a solid green charger light, but the battery level did not increase despite use of a new charger and different outlets, leading to a replacement being arranged. Symptoms included concern about potential loss of glycemic control due to inability to use the device. Outcomes included interruption of ilet therapy and the need for alternate diabetes management coordinated with the healthcare provider. Investigation included remote troubleshooting and logistical review of replacement and return processes. Investigation of this device revealed a suspected device charging malfunction consistent with a battery or power/charging subsystem issue, with no alerts or alarms reported and the screen responsive. It was concluded, based on previously established findings for similar reports, that the cause was likely a device malfunction related to the charging system.